Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 opened physical samples submitted for evaluation. The reported issue of leakage was confirmed upon inspection and testing of the samples. Analysis of the sample showed that during the leak test one q-syte displayed a leak. Bd determined that the cause of the failure was the manufacturing process. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It is reported leakage. Event description: after injecting contrast agent, blood continued to seep from the connector even after the line was closed.